Manufacturer narrative:
The different factors that can influence the risk of burn injuries are described in detail in the opmi pentero user manual (g-30-1458-en, issue 9.1, pages 22-24). Recommendations for reducing the risk of burns are also provided.

Event description:
The user facility reported that a patient sustained a second degree burn during a tympanomastoidectomy procedure in which the opmi pentero microscope was used. The burn was located on the antitragus and helix of the left ear. The burn was seen at the first post-operative visit on (B)(6) 2017. No medical treatment was administered.